Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. However, it is likely that the user may not have worn a protector (gloves, etc.) Properly or not have worn a protector when changing the acecide bottle. Therefore, it is likely that the user may have touched a sharp edge in the equipment. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿chapter 8 replacement of consumable items 8.2 replacing the disinfectant solution load the disinfectant solution¿ this supplemental report includes information added to g2 and h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus they were having drawer issues with the subject device. The customer stated, several months ago, two co-workers had chemical exposures due to the drawer issues and a third co-worker was cut, 'not bad' by the drawer issues. It is unclear if the two co-workers with chemical exposures were sent to the emergency room. A request for additional information is in progress. There are 3 reports: (B)(6) is for co-worker 1 of 3 who had chemical exposure. (B)(6) is for co-worker 2 of 3 who had chemical exposure. (B)(6) is for co-worker 3 of 3 who had a cut from the drawer, but 'not that bad.'

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Serial could be (B)(4) or (B)(4). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.